Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause for the need of revision is undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Notification was received stating that no further information or return of products is available. Without further information the root cause cannot be determined. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further.

Event description:
Procedure: left hip revision. Primary surgery was approximately 20 years ago when an srom stem, sleeve, alumina 28 mm head, 54 gripper cup, 28mm insert and 1 screw were implanted. Revision surgery was performed on (B)(6) 2014. Cup, liner, screw and femoral head were removed as cup was loose. This was replaced with a competitor cup, screws and 36mm liner. Srom stem and sleeve remain in situ. Head replaced with 36mm metal head. Pre op x-rays are available. Patient is male and (B)(6). No further information available.